Event description:
A (B)(6)-year-old male patient with phmx of htn, hld, osa, gerd, and cad was undergoing an emergent thoracotomy due to massive hemoptysis from a chronically-obstructed accessory bronchus to the right upper lung originating from the trachea. During the procedure the endo gia black heavy tissue stapling device was used. A total of 12 staplers were used (including the egia45amt, egia45avm, egia60avm, and egia60avt staples). Upon the last firing, the blade cut the tissue but that staples did not maintain hemostasis. Brisk, dark-colored venous bleeding was noted. The bleeding could not be controlled. Massive transfusion protocol was called. Packing and angioembolization were attempted unsuccessfully. The patient remained hypercarbic. Re-exploration of the chest and decompression were attempted without improvement. Subsequently, he became hypotensive and did not respond to pressors. He became severely bradycardic and his pulses were loss. CPR was initiated but the patient remained asystolic. After 20 minutes the patient was pronounced dead by the surgical team. FDA safety report ID # (B)(4).